Event description:
A past high blood glucose (bg) event was reported by the customer, though the specific cause was unknown. The highest bg level displayed "high," but no specific value was provided. To resolve the high bg, the customer administered a correction bolus via pump and utilized multiple daily injections as necessary. No additional information was obtained.